Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported event.

Event description:
It was reported that, during patient use, the ventilator was displaying a different mode. The patient was removed from the ventilator; manually ventilated, and placed on a second ventilator. Patient outcome was not provided by the customer. He battery required replacement. Installed battery ran est. Unable to pass the battery test (B)(4) battery not charging. Installed bps pcba. Ran est. Est passed. Ran sst, o2 calibration, electrical safety and pvt. After completing pvt the ventilator was turned on and off 10 times the same patient settings did not change. Unable to reproduce reported issue.